Manufacturer narrative:
Evaluation summary: the explanted devices were not returned and are not available for evaluation. Also, x-rays are not available for review. The lot number is not known for the tibial plate. Photographs show excessive wear/damage of the articular surface and the tibial component. The cause of the reported problem could not be determined due to insufficient information. H6: evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was explanted in 2008 due to wear of the tibial baseplate. The device was implanted seven years ago.